Event description:
It was reported that the secondary IV tubing set leaked during an infusion of bevacizumab programed at a rate of 200 ml/hr., volume to be infused (vtbi) of 100ml over (0.5) hour. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that the secondary IV tubing set leaked during an infusion was not confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Clear fluid was observed within the tubing throughout the set. No anomalies or evidence of damages were observed upon visual inspection. Functional testing did not to replicate any leaks with the administration set or any issues. Pressure testing also found no anomalies with the returned set. The mating component that was in use during the customer event was not returned for investigation. The root cause that the secondary IV tubing set leaked during an infusion was not identified.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot p394023, exp dec 20, 0.9% sodium chloride injection, therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the secondary IV tubing set leaked during an infusion of bevacizumab programed at a rate of 200 ml/hr., volume to be infused (vtbi) of 100ml. Over 0.5 hour. There was no patient impact.